Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28, lot # va1dtab, implanted: (B)(6) 2017, product type lead; product ID neu_perc_extension, lot # unknown, product type extension. Analysis of the percutaneous extension found that, at the distal end, the connector was twisted in the molded rubber.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dtab, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator for urinary incontinence. It was reported that, during the full implant, it was noticed that the percutaneous extension in the lead kit was frayed. This was not needed for the procedure. It was one of the kit components, but it was defective. It was noted that the issue was resolved. There were no symptoms reported.